Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging an abnormal material on the sensor insertion needle tip. There was no indication or allegation of a health event. The issue was detected prior to insertion. This complaint is being reported because the alleged issue has the potential to harm the patient.